Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while monitoring an 80 year old male patient, the device would not power up. Complainant indicated that the clinician manually monitored the patient to continue treatment. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was duplicated and the monitor board was replaced to remedy the reported malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.